Event description:
It was reported that the inflatable penile prosthesis was not performing as expected. Examination revealed that the pump could not recover after being pressed. The patient underwent surgery to replace the device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had wear at a fold in the middle cylinder, a hole was identified in the proximal end from sharp instrument damage. The second cylinder had wear at a fold in the distal end in the middle of the cylinder, no leaks were identified. Based on analysis results, the identified pump activation issues confirmed the reported event of collapsed pump.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis was not performing as expected. Examination revealed that the pump could not recover after being pressed. The patient underwent surgery to replace the device. There were no patient complications.